Manufacturer narrative:
Product ID 3889, lot # va011r12, product type lead.

Event description:
It was reported that lead did not fit into the implantable neurostimulator (ins) during implant. Ins was replaced, but lead did not fit in second ins. Lead was replaced as well. Second lead was connected to the second ins. Lead was working when doing preparatory testing, but when connected to ins was not working for testing. Additional information has been requested, but was not available as of the date of this report.